Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information

Event description:
It was reported that bd unknown max zero had leakage. A total of 81 complaints have been submitted for unknown max zeros. Each pr will be captured by the event date. Bd rep will be the only contact, and no additional information will be available. Unknown, unused samples will be available and sent in by bd rep. Multiple customer contacts, please only follow up with (B)(6), please cc customerquality@bd.com. Event 1 spray/backflow, when checking blood return or drawing labs the pressure from the slave is spilling back blood. Event 2 disconnection issues, "both spray and disconnection issues. The port is not screwed on tightly to the loop. This has caused the port to come loose from patient movement, and then they freely bleed from the j loop since it is not pressurized. Spray also happens when disconnected syringes from the port. This has caused blood to get on myself, the patient, and patient clothes (making them rightfully upset at the stain)." Event 3 spray/backflow, regardless of how disconnection is made if there is blood in the connector when disconnecting a droplet of blood is forced out of the end cap, to prevent this I have been taking the end cap off until blood draw is completed, but this opens the system several times increasing chance for contamination, I do not prefer this practice but it is the only way I have found not to be exposed to blood with every blood draw. Event 4 spray/backflow, maxzero consistently demonstrates backflow of blood from connector during blood draws.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.